Manufacturer narrative:
The facility did not provide any additional details in regards to the patient or procedure. The facility also declined service to all concomitant capital equipment stating that the injury was procedure related and not product related. All disposable products were discarded and no lot numbers were provided, therefore, no additional analysis is possible. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. Concomitant devices: cool flow irrigation pump, catalog # cfp002, serial # (B)(4). Carto 3 external reference patch, catalog # crefp6, lot # unknown. Ez steer thermocool nav bi-directional catheter , catalog # bni75tcdfh, lot # unknown. Carto 3 system, catalog # m480001, serial # (B)(4). Stockert 70 rf generator, catalog # s7001, serial # (B)(4). (B)(4).

Event description:
During a pvc ablation procedure, the physician detected a perforation in the patient's heart approximately 20 minutes after it occurred. The patient's blood pressure dropped and an echo confirmed an effusion. A heart line was inserted and a pericardiocentesis was performed which resulted in stable blood pressure. At the end of the procedure, the patient was conscious and speaking while being transferred to the ICU. The facility has discarded all catheters and patches involved in this case.